Event description:
It was reported the patient was able to "feel" their lead two to three weeks prior. It was noted the patient was concerned "it was coming out." During the same time it was noted the patient saw their health care provider (hcp) due to bladder infection and was taking two different medications. It was noted a urine sample had been taken recently but the patient did not have the results to indicate whether or not they still had the infection. It was noted there was a "stab" in the patient's groin when stimulation was increased. It was noted the therapy had stopped working as well a few months prior and the patient noticed their "urgency wasn't what it used to be" although it was noted since taking their antibiotic there urgency had improved. It was noted urgency was still much better than it was prior to the device. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v541122, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown, and the physician was awaiting further evaluation with a manufacturer's representative. Reprogramming date was reported as (B)(6)-2013, but also as "pending" and that the patient was content with the device at the time. No hospitalization required due to event.